Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer passed out, fell, hurt their face, and had marks all over their legs because of the low bg level, and they received third party assistance from emergency medical services (ems), who provided intravenous (IV) therapy to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.